Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during deployment, the first 26mm sapien 3 ultra resilia valve missed the annulus (above the annulus) on the left side. There was severe pvl around the valve so physicians decided to place a second valve lower to seal the pvl. They successfully deployed the second valve and the pvl was trace. Patient left the room in stable condition. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nursing staff) did not allege the ew device was deficient in any way. The root cause of the too high placement was "implanter error.. ", which was clarified as "this site is not a heavy edwards user and they are still needing a lot of guidance during procedures. This case was complex with a very calcified bicuspid and horizontal root angle. They went up with the valve and the valve missed the left side of the annulus. They did not inject dye during deployment so I did educate them on this- they should be injecting upon deployment.